Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that upon interrogation of a new battery that was still sealed and the box was not opened (the manufacture representative had to break the seal on outer box) it was noted the battery was not in shelf state. The battery was already preprogrammed with a physician name. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins (s/n:(B)(4)) found that the service life started prematurely. If information is provided in the future, a supplemental report will be issued.